Event description:
According to the reporter, during procedure, a part of the jaws (grey plastic) broke off the ligasure during activation. The part of the ligasure that broke off was easily seen and removed. The device was then discarded. Another ligasure exact was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted an insulation at the tip of the jaws had chipped off and a piece of insulation not found/not returned. It was reported that the device had a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. If information is provided in the future, a supplemental report will be issued.